Event description:
Related to MFR report # 2183959-2012-00312, 2183959-2012-00310. The patient was implanted with an ams bioarc sling. It was reported that the patient experienced physical pain and suffering, has sustained permanent injury, infections, recurring prolapse, abdominal, vaginal and lower back pain.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.